Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella device for mechanical circulatory support. While on support the purged was switched to d5 due to bleeding concerns. It was also noted that the patient was having symptoms of heparin-induced thrombocytopenia. Heparin was removed from purge.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.